Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test when filling the syringe in the kit with sterile water, sterile water leaked out from the funnel of foley catheter. It was noted that the given lot# was myjr3083.

Event description:
It was reported that during the pre-test when filling the syringe in the kit with sterile water, sterile water leaked out from the funnel of foley catheter. It was noted that the given lot# was myjr3083.

Manufacturer narrative:
The reported event was unconfirmed. Received (5) photo samples. First photo sample shows top view of catheter ample port connector and syringe. Second photo sample zooms in on the inflation valve, drainage funnel and the sample port connector. Third photo sample shows the deflated catheter balloon. Fourth photo sample shows the inflation valve. The fifth photo shows the product packaging. No root cause could be found because the reported event was unconfirmed. As the reported event is unconfirmed a DHR review is not required. However, a DHR was completed before unconfirming the event. A labeling review is not required. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.